Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the stimulation was not working right and like some adjustments. The issue began over a year ago. Patient stated they had the settings adjusted but the issue was getting worse and to the point where the stimulation was shocking to death or they can't feel the stimulation; no happy medium. Patient mentioned they went to their hcp yesterday and need a complete spine MRI of their lumbar and part of the spine. Patient mentioned they were denied a MRI last year because the first wiring from the previous implant. Patient attempted to use the patient programmer and could not see the therapy screen so patient tried different aaa batteries. Agent confirmed patient was able to connect to their patient programmer to see the therapy screen and patient programmer showed a head on the side for MRI eligibility. The patient was redirected to their healthcare provider to further address the issue.